Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, hardware low level failure alarm is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a audio beep anomaly. The customer¿s blood glucose was unknown. The customer stated that the audio issue was confirmed. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did hear the differences between the two audio beep volumes (1 & 5). The test was performed for the audio beep issue and it was passed. The device will be returned for the analysis.